Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint types were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.5/76 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. As of the day of MDR submission the lens remains implanted. According to the customer, the surgeon does not have a plan to exchange the lens, and will follow-up the patient's condition within the next few months.

Manufacturer narrative:
(B)(4).